Event description:
The micro sagittal saw was sent for analysis because black fluid was leaking out of the device during preparation for a procedure. The fluid did not come in contact with the pt or the sterile field. A replacement device was readily available and was used for the procedure without any delay. No adverse consequence was reported.